Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly original surgery was performed on (B)(6) 2017. The surgeon found the dislocation on patient's hip joint on (B)(6) 2017. The surgeon performed closed reduction and a disassociation occurred during closed reduction on (B)(6). The surgeon says he didn't perform close reduction with excess force and a lever force because the patient has extremely old and weak bone. The surgeon wants to know why dissociation occurred and same incident rate.